Event description:
It was reported that the left ventricular (lv) lead exhibited a loss of capture, and was found to have dislocated. The lead was capped and replaced. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: unknown mdt lead, (B)(6) 2013; unknown competitor lead - (B)(6) 2013. (B)(4).